Event description:
Nonfunctioning disposable device, covidien ligasure exact dissection. Surgeon reported that the device "was not cutting right". A new device was obtained and the procedure continued without harm to the patient. FDA safety report ID # (B)(4).